Event description:
Customer states during their first shift, she received some discrepant control, blind duplicate and patient results for ises (when checked against another analyzer). Results for six patients were provided, of which the following two were discrepant, (all repeats were run on a different analyzer): initial sodium result 138, repeat 128 mmol per l (accompanied by a repeat data flag). Customer considered the 128 mmol per l results to be correct. She realized the intial result did not match the previous result and therefore , reported the 128 mmol per l result. The field service representative determined a salt bridge to be the cause and cleaned out the salt bridge in dilution vessel. He took apart and cleaned valves, checked wire connections and tubing fittings and determined they were "ok". He verified analyzer operation by performing calibration and qc.

Event description:
Customer states during their first shift, she received some discrepant control, blind duplicate and patient results for ises (when checked against another analyzer). Results for six patients were provided, of which the following two were discrepant, (all repeats were run on a different analyzer): initial potassium result 4.7 repeat 3.8 mmol per l. Customer states sample type was plasma, processed through the mpa. Customer states discrepant patient results were not reported. The field service representative determined a salt bridge to be the cause and cleaned out the salt bridge in dilution vessel. He took apart and cleaned valves, checked wire connections and tubing fittings and determined they were "ok". He verified analyzer operation by performing calibration and qc.